Manufacturer narrative:
Per visual inspection, the engineering technician found corroded pins on the cable. The device was discarded by the manufacturer.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the tps handpiece cord was causing the handpiece to run without user activation after the trigger was released. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.